Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submissions for the same patient event. The others are 1220246-2017-00223 ((B)(4)) and 1220246-2017-00224 ((B)(4)). The evaluation revealed dents and scratches on the inclination block, stem, and trunnion. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty procedure on (B)(6) 2014. In (B)(6) 2014, the patient began to experience laxity in the shoulder. On (B)(6) 2017, a revision revers total shoulder arthroplasty was performed where the previously implanted univers apex 6mm humeral stem (ar-9100-06s, lot: 974810, line 195553), small glenoid w/ peg (ar-9105-01, lot: 1329015, (B)(4)) and usp ii humeral head (ar-9144-17p, lot: 2501356510, (B)(4)) were explanted and replaced with arthrex revers total shoulder parts.